Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported loud noise. Loose ECG connector found. Missing keyboard and sliding cover. Broken left keyboard hinge. (B)(4) rf head failed functional test. Rf head cable out of specification.

Event description:
It was reported the programmer made a loud, beeping noise while trying to connect wirelessly to a wireless device. Unable to maintain wireless "conexus" connection. The programmer and rf head were returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.